Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited an egm anomaly in which nsvt episodes and timestamps were received with no associated electrogram (egm). Programming changes were made to turn off the egm trigger. No patient consequences were reported.

Manufacturer narrative:
The reported event of nsvt episodes being saved was confirmed. Based on the information provided, it was determined that the nsvt trigger that was turned off only stops the segms from being recorded. Episode diagnostics are still available and cannot be turned off. The device is performing per design.

Manufacturer narrative:
Correction: h6 rectified to reflect programming changes.